Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to hospital policy; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported the patient was revised due to pain and dislocation of the bipolar head from patient¿s anatomy. Patient has dysplastic hip so no acetabulum for a hemi hip implant to remain in proper place. Echo stem and bipolar head were explanted and no other product was implanted due to patients health illness. Attempts have been made and additional information on the reported event is unavailable at this time.